Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. It was observed that the missing lid magnet was due to bent/stretched magnet retaining clips. The root cause was determined to be due to user error. It was also observed during evaluation that the device would not charge energy. The root cause of the reported issue was determined to be due to the hv capacitor. The customer received a replacement device. The device was archived by stryker.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the magnet was missing from the lid of their device. The device can no longer be repaired. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.